Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a pump was returned for recalibration. Upon servicing, the pump was noted to be defective due to an error code that was exhibited. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: update not required h10: this complaint does not require further investigation as it meets the oakmrn-004 justification. The reported device stopped being manufactured in june 2017 and is considered a mature platform. The product line is not expected to incorporate further design enhancement. Based on its long-standing status as an active device with documented complaints, investigations and risk assessments, pci activities are not expected to identify new failure modes that might required new actions / controls / mitigations. This justification is based on 21cfr820.198 (b). This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147., corrected data: d3: report source; d4: model number.